Event description:
The trek yeastone mic panel was modified by the manufacturer in (B)(6) 2010 and the company failed to notify us. Applying the old plate well configuration to reading the new plate well format will result in either falsely lower or higher fluconazole mics by one dilution, due to the reconfiguration of the plate wells. This error has the potential of reporting false fluconazole susceptibility, and may lead to incorrect antifungal therapy. Dates of use: (B)(6) 2011. Diagnosis or reason for use: candidemia - candida tropicalis.